Event description:
At 0330, staff smelled smoke and found the kangaroo feeding pump smoldering and smoking in patient's room; it was in use on the patient at that time. The electrical plug was checked and found to be working correctly and not contributory to the event. No patient harm. Manufacturer response for feeding pump, kangaroo feeding pump (per site reporter): pending.